Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right atrial (ra) lead had triggered a lead safety switch (lss) to unipolar due to an unspecified out-of-range pace impedance measurement, and post-lss myopotential oversensing was also observed. The health care professional (hcp) was concerned about battery consumption as the previous battery longevity estimate was less than 6 months, but post-lss calculations showed 2 years remaining. Technical services (ts) explained how the device calculated longevity estimates, and the hcp will continue to follow up monthly. This pacemaker and ra lead remain in service. No adverse patient effects were reported.